Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at 0344 the nurse initiated a dexmedetomidine infusion while using a bd 30ml syringe with 25cc prefilled by the pharmacy. The nurse programmed the device using the patients weight of (B)(6) kg and the ordered dexmedetomidine dose of 1.8mcg/kg/min that automatically calculated at a rate of 2.16ml/hour. At 0545 the nurse noted that approximately 12ml had infused which was faster than expected. There was no patient harm.

Event description:
The customer reported that at 0344 in the nicu the nurse initiated a secondary infusion on an unstable newborn of dexmedetomidine while using a bd 30ml syringe with 25cc prefilled by the pharmacy. The nurse programmed the device using the patients weight of 4.81kg and the ordered dexmedetomidine dose of 1.8mcg/kg/min that automatically calculated at a rate of 2.16ml/hour. At 0545 the nurse noted that approximately 12ml had infused which was faster than expected. There was no patient harm.

Manufacturer narrative:
Unstable newborn. The customer¿s report of an infusion of dexmedetomidine which infused faster than expected was not confirmed. The pcu event log showed that the source syringe module s/n 15342403 (channel c) infused drug ID 2 (dexmedetomidine) on 05february 2019 at 3:45 am. The log showed the pump infused for approximately 2 hours and 19 minutes and then was channeled off. The log recorded drug ID 2 (dexmedetomidine) was then programmed on syringe module s/n 15375142 (channel d), using the same programming parameters. As drug ID 2 continued to infuse on channel d, the source syringe module (channel c) was selected and drug ID 2 was programmed using the same infusion parameters. The user receives a guardrails warning, ¿dexmedetomidine was infusing on channel d¿. The user proceeded and the infusion was started. The log showed that both infusions were stopped when the syringe modules are channeled off. There was no indications from the log that the infusion completed sooner than expected. Testing performed on the source syringe module found no irregularities. The root cause that an infusion dexmedetomidine infused faster than expected is the result from the starting volume contained in the bd 30ml syringe (17.119ml). The customer reported the use of a bd 30ml syringe with 25cc prefilled by the pharmacy. The logs indicated the starting volume was 17.119ml. The syringe module infused approximately 5ml with 12ml remaining in the syringe. This would explain why the nurse believed the syringe module infused too fast.